Manufacturer narrative:
UDI: (B)(4). The serial number was reported as unknown in the initial medwatch, the serial number is (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humerus diaphyseal fracture, it was discovered that the radiolucent drive device stopped rotating with noise since too much torque was applied. According to the reporter, because this phenomenon occurred repeatedly, it took a very long time to perform distal fixation. It was reported that the patient was a small elderly female with not so "good" bone quality. It was reported that the surgeon drilled without applying much force first and then drilled manually after the device in question went through the cortical bone (entering side). It was reported that by leaving the already inserted drill bit in the first distal screw hole (most proximal), the left drill bit was used as an indicator, and the surgeon drilled the most distal hole in a same direction to the left drill bit. The physician first drilled with the device in question and then next drilled manually after the device in question stopped. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The date of manufacture was documented as unknown in the initial report and has been updated as jan 6, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.